Event description:
I visited s plastic surgeon to fix a hideous c-section scar and breast lift. I was persuaded to do breast implants because the doctor didn't think that I'd be happy with just a lift. He told me they are safe and didn't come with the same problems the silicone had caused previously. Mild health problems started almost immediately and have worsened to the point that I'm no longer able to work. I've been in excruciating pain in my head, neck, shoulders, back and breasts for almost 10 years. I can no longer tolerate a mammogram because the pain is so bad. My first frozen shoulder began in 2012 and the second one soon followed. I've had or continue to receive physical therapy, massage therapy, chiropractic care and botox for the migraines. My medical doctor can't find any health problems to warrant the pain I'm experiencing. The only logical explanation is the breast implants. I currently have a surgery date to explant. FDA safety report ID # (B)(4).